Event description:
During an in-clinic follow-up, variable defibrillation impedance was observed on the right ventricular (rv) lead. The cause of the event was due to externalized conductors which was confirmed with diagnostic imaging. No intervention has been performed, although a lead replacement is anticipated. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that externalized conductors were no longer suspected.